Event description:
It was reported that a surgical procedure was performed approximately one month after an initial surgery at which time implanted devices were removed due to "failure". A subsequent surgery was performed approximately one month later to remove implanted devices again due to "failure". The implants included the manufacturer's device and another manufacturer's devices.

Manufacturer narrative:
Follow-up #1 - receipt of additional information updated herein including section d4- catalog #, lot #, expiration date, unique identifier and section h4 - device manufacture date. Corrected information in section g4 - 510(k) number based on new information.